Event description:
As reported by the user facility: pt is ordered for a continuous furosemide drip to run at 40mg per hour. The bag hanging is furosemide 200mg/100ml. I hung a new bag @0311. Pump alarming @ 0440 air in line, (bag was empty) pump settings were reading 40mg/hr @ rate of 20 mi/hr with approx 76ml vtbi. The same pump has been used for the same drip for 2 days

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). The actual device involved in the reported incident was returned for evaluation. When the device was evaluated the reported issue was not observed. The device operated as intended. The log review did note the occurrence of the reported issue. Preventative maintenance was performed.